Event description:
I had umbilical hernia/gallbladder surgery (B)(6) 2006. I have had nothing but problem after problem after this surgery. A bard ventralex 6.5 cm mesh was used. I hyperventilated once shortly after surgery and never happened before in my life and scared me to death. Legs began to turn purple and lost circulation and my doctor said it was edema. Then severe cramping and pinching off of blood vessels began whenever I should be having a bowel movement. I go into a cold sweat and heart pumps harder producing troponin and my doctor flew me flight for life to (B)(6) hospital thinking it was a heart attack. Heart cath performed in (B)(6) and found no blockage and I was released. I have seen specialist who has me on a daily laxative which slowed pain down but now it is speeding up again and out of the blue it happens. Its last sometimes 2 to 4 hours or longer. Something did not heal right after my surgery and this is 6 years now of severe pain which no doctor can figure out with any tests I think the mesh needs to come out so I can feel better because I had minimum problems before surgery and now its hard to breathe and something needs to be done and soon. Please help me.